Manufacturer narrative:
The guidewire was returned and analyzed. Analysis indicated there was an issue with the shape of the guidewire. The guidewire was unraveled. There was blood on the guidewire. Visual analysis of the guidewire indicated damage during use. The analyst noted the guidewire was returned with the distal end deformed/bent, and wire unraveled at 1.8 from the distal tip. Dried blood is observed at 0.5 cm from the guidewire distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the guidewire appearance was not as expected and was noted to be bent. The guidewire was not used. There was no patient involvement. The guidewire was returned to the manufacturer, analyzed and tested out of specification.